Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose has gone up and she does not believe it is the insulin pump. Customer stated that she went out to dinner this evening and had a big dinner. Customer's blood glucose has been going up since then. Customer refused to troubleshoot the pump and believes it is the new insulin. Customer's blood glucose was 512 mg/dl. Customer treated and was advised to contact her health care professional to treat if her blood glucose continues to climb.